Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab swg insertion difficulty is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the hospital staff found the guide wire too loose to insert into the intra-aortic balloon catheter (iabc). There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hospital staff found the guide wire too loose to insert into the intra-aortic balloon catheter (iabc). There was no report of delay in therapy. There was no report of patient complications, serious injury or death.